Event description:
It was reported that during the implant procedure for this right atrial (ra) lead it presented noisy signals, loss of capture, high capture threshold measurements, low amplitude and high out of range impedance measurements. The lead was tested used a pacing system analyzer and was removed from the patient, with the issues attributed to the ra lead. A new lead was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead it presented noisy signals, loss of capture, high capture threshold measurements, low amplitude and high out of range impedance measurements. The lead was tested used a pacing system analyzer and was removed from the patient, with the issues attributed to the ra lead. A new lead was implanted instead. No additional adverse patient effects were reported. The device has been returned and analyzed.